Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was initially able to verify the reported failure and observed none of the keys functioning on the main keypad assembly except the "on" button. Upon further eval of the device, physio no longer observed the keypad failure but opened the device as part of the investigation and observed a loose screw inside. After removal of the screw, proper device operation was observed through functional and performance testing. The keypad was replaced as a preventative measure. The device was returned to the customer for use.

Event description:
It was reported that during a pt event, their device would not charge its defibrillation energy for delivery. The pt was initially shocked one time by the first on scene bls providers and then shocked two additional times by the second personnel on scene. The reported failure occurred after the pt had already been shocked three times and the delay in pt care from this reported failure was approx 1-2 minutes until another ems back up device arrived on scene. The pt was transferred alive to the emergency room at the local hospital.